Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, the patient underwent an ultrasound guided percutaneous drainage catheter placement procedure using navarre universal drainage catheter. It was reported that prior to the procedure; it was noted that the length of trocar needle was allegedly longer than catheter too much. The procedure was completed using another device. There was no patient contact.